Manufacturer narrative:
Failure event observed during analysis showed a visual inspection of the extension found that the nitinol sleeve was broken just below near electrodes #8 and #9 on the terminal end, reducing the rigidity of the terminal end and making it difficult to insert into the header of an ipg. Analysis found that this issue is consistent with the extension being subjected to stress during the implant procedure. The device history record was reviewed to ensure proper manufacturing. DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build.

Event description:
It was reported that during an implant procedure, physician was unable to insert a dbs lead extension in ipg header. As a result, physician removed the extension and ipg, and procedure was completed successfully with a different extension and ipg.